Manufacturer narrative:
Additional information: h3: yes, evaluation, h6: codes updated. Investigation results: visual inspection: a broken tip of the product was detected. In addition, damage to the surface was found. Furthermore, the product was sent to the testing laboratory for identification of the material and hardness test. The material corresponds to the target material 1.4197 and the hardness is within specification. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. Based on the production date of 02/2024, aesculap ag was able to identify 4 batches for this period. This concerns following batches: 52884126; 52886485; 52889585; 52893173; 52896553. According to the manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3. This event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the investigation results, a definite root cause cannot be determined. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the gp188r - elan 4 1-ring twist drill d1.5. According to the complaint description, the drill bit broke during septorhinoplasty surgery. The piece was visualized via image intensification and could be retrieved; there was an unspecified delay. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - adverse event (report not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Correction: h6 codes updated.